Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced wooziness, syncope, shortness of breath and fatigue. The device was reprogrammed successfully. The patient was stable after the event.